Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer's family member reported via phone call indicating that the customer was hospitalized on (B)(6) 2016 with a high blood glucose level of 47 mg/dl. The customer did not mention any form of treatment for their blood glucose levels. The customer stated that the insulin pump delivers insulin even when the device is in the suspend mode. The caller sated that they will call back to address the issue.